Manufacturer narrative:
The reported event of over sensing noise was confirmed. As received, a complete lead was returned in one piece. External insulation abrasion was noted at 5.4-5.6 cm from the pin, and 9.3-9.8 cm from the pin, both consistent with friction to the device can and both breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was over-sensing noise. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.